Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, tip part was shaved and is unrepairable. This report is for one (1) 1.5mm/1.1mm double drill sleeve. This is report 1 of 1 for complaint (B)(4).